Event description:
Doctor reported that a pt underwent a revision surgery due to wear of the insert implanted. Information from medical records: pt with hybrid arthroplasty (uncemented cup, cemented stem) left hip, implanted in 1997 due to osteoarthritis. An examination showed a wear of acetabular polyethylene insert with proximal femoral osteolysis and fracture (post-traumatic) of the greater trochanter. Clinical evaluation: coxalgia and functional limitation. Operative notes: (B)(6) 2012 the day of surgery was performed removal of the acetabulum, the acetabular insert (worn) and the femoral head, acetabular replanting (with an insert of polyethylene), femoral head replacement and stemming with homoplastic bone of the base and acetabular of the proximal femur. Surgeon¿s comments: the femoral head showed no particular wear or other mechanical problems macroscopically evident. It was changed to create an entirely new interface acetabulum-femoral and to mechanically readapt the implant to the acetabulum repositioning. Surgical procedure ¿ left hip arthroplasty hybrid ¿ duration of the procedure. One hour and 45 minutes.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. The device is not available for evaluation. If additional information is provided, the evaluation results will be submitted in a supplemental report.